Event description:
It was reported that in the beginning of the surgery, the image was green and did not return to the original color. There was allegedly another device available that was used to complete the surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.